Manufacturer narrative:
A user facility reported, "the string broke off in the patient and had to be removed by the surgeon." Deroyal industries, inc. Requested return of the device, but it has not yet been received. A supplier corrective action request (scar) was issued to the supplier, (B)(4). The investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "the string broke off in the patient and had to be removed by the surgeon."